Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 model no - additional information. D4 serial no - additional information. D4 lot no -additional information. D4 UDI -additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. H2 type of follow up: additional information/ device evaluation. H3a: device evaluated by mfg- additional information. H3b: evaluation included - additional information. H6: additional information.

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a defective transmitter. No injury or medical intervention was reported.